Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an upgrade to a biventricular system, the atrial lead was dislodged. When the lead could not be repositioned, the lead was explanted and replaced. The patient was stable before, during and after the procedure.